Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the 511sd outer trocar seal failed allowing the pneumoperitoneum gas to escape. This did not have any adverse effect on the pt, other than adding some time to the procedure, while the cannula was exchanged for a new device. There was no pt consequence. 02/04/2000 affiliate reported device has been discarded.